Event description:
It was reported by the clinician that the device was being placed in the patient's right internal jugular in a routine heart case. The spring wire guide (swg) became frayed and was removed successfully; another introducer was placed. In 2009, follow up information was received from the sales representative which stated a small piece of the swg separated and was retained in the patient. The physician has chosen to leave the piece in place. There have been no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.